Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrovideoscope exhibited foreign material inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material was not removed because reprocessing was not accomplished properly due to leak in the device. The instructions for use warns the prevention method associated with the event in: instruction manual evis lucera ultrasound gastro video scope olympus gf type uct260 a. Chapter 6 application and condition of cleaning, disinfection, and sterilization b. Chapter 7 procedure of cleaning, disinfection, and sterilization. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.